Event description:
Lens (iol) was implanted in 1982. Pt presented withh uveitis and iritis caused by iris chafing, due to subluxation caused by zonular disinsertion and haptic positioning. The physician gives the date of the event as 6/96. Pt was treated with topical corticosteroids and antibiotics. The suspect lens was removed and replaced with another iol. The pt prognosis is excellent.